Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's site was red and was likely placed on scar tissue. Reportedly, this caused the customer's blood glucose levels to elevate. Multiple follow up attempts were made by tandem technical support however no response was received from the customer.